Event description:
It was reported that the patient this right ventricular (rv) lead experience diaphragmatic stimulation with postural changes. This rv was explanted and successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.